Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage separation of coils/ my left coil was broke') and pelvic infection ('infection (other) ¿ pelvic') in a (B)(6) year old female patient who had essure (batch no. B02269) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperemesis. Previously administered products included for contraception: paragard from 2011 to 2013 and mirena from 2008 to 2010. Concurrent conditions included gerd, nausea, lower abdominal pain, vaginal odor, vulvovaginitis, vaginal irritation and vaginal itching. Concomitant products included cholecalciferol (vitamin d) and ondansetron (zofran). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2017, the patient experienced anxiety ("hormonal changes - anxiety") and anger ("anger"). In (B)(6) 2017, the patient experienced bacterial vaginosis ("bacterial infection/bv"). In (B)(6) 2018, the patient experienced systemic lupus erythematosus ("autoimmune disorder - ana suggested lupus"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 5 years 5 months after insertion of essure. On an unknown date, the patient experienced device expulsion ("migration of essure ¿ uterine body"), premenstrual syndrome ("pms hormones were insane"), pelvic infection (seriousness criterion medically significant), back pain ("lower back pain"), pain in extremity ("leg pain/ arm pain"), lymph node pain ("pain from swollen lymphnodes"), musculoskeletal pain ("right shoulder pain"), vitamin d deficiency ("vitamin d deficiency"), feeling abnormal ("brain fog") and memory impairment ("forgetfulness"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device expulsion, anxiety, premenstrual syndrome, anger, vaginal haemorrhage, menorrhagia, pelvic infection, systemic lupus erythematosus, migraine, nausea, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, fatigue and bacterial vaginosis outcome was unknown, the back pain, lymph node pain, musculoskeletal pain, vitamin d deficiency, feeling abnormal and memory impairment had resolved and the pain in extremity was resolving. The reporter considered anger, anxiety, back pain, bacterial vaginosis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, lymph node pain, memory impairment, menorrhagia, migraine, musculoskeletal pain, nausea, pain in extremity, pelvic infection, pelvic pain, premenstrual syndrome, systemic lupus erythematosus, vaginal discharge, vaginal haemorrhage and vitamin d deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: my left coil was broke. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal discharge. Most recent follow-up information incorporated above includes: on 22-oct-2019: plaintiff fact sheet and medical records were received. Events per pfs: device breakage separation of coils/ my left coil was broke, migration of essure ¿ uterine body, hormonal changes ¿ anxiety, pms hormones were insane, anger, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (other) ¿ pelvic, autoimmune disorder - ana suggested lupus, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, vaginal discharge, fatigue, bacterial infection/bv, lower back pain, leg pain/ arm pain, pain from swollen lymphnodes, right shoulder pain, vitamin d deficiency, brain fog and forgetfulness. Lot number, medical history, concurrent condition and concomitant medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage separation of coils/ my left coil was broke') and pelvic infection ('infection (other) ¿ pelvic') in a 32-year-old female patient who had essure (batch no. B02269) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperemesis. Previously administered products included for contraception: paragard from 2011 to 2013 and mirena from 2008 to 2010. Concurrent conditions included gerd, nausea, lower abdominal pain, vaginal odor, vulvovaginitis, vaginal irritation and vaginal itching. Concomitant products included colecalciferol (vitamin d) and ondansetron (zofran). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2017, the patient experienced anxiety ("hormonal changes - anxiety") and anger ("anger"). In (B)(6) 2017, the patient experienced bacterial vaginosis ("bacterial infection/bv"). In (B)(6) 2018, the patient experienced systemic lupus erythematosus ("autoimmune disorder - ana suggested lupus"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 5 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure ¿ uterine body"), premenstrual syndrome ("pms hormones were insane"), back pain ("lower back pain"), pain in extremity ("leg pain/ arm pain"), lymph node pain ("pain from swollen lymphnodes"), musculoskeletal pain ("right shoulder pain"), vitamin d deficiency ("vitamin d deficiency"), feeling abnormal ("brain fog") and memory impairment ("forgetfulness"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic infection, device expulsion, anxiety, premenstrual syndrome, anger, vaginal haemorrhage, menorrhagia, systemic lupus erythematosus, migraine, nausea, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, fatigue and bacterial vaginosis outcome was unknown, the back pain, lymph node pain, musculoskeletal pain, vitamin d deficiency, feeling abnormal and memory impairment had resolved and the pain in extremity was resolving. The reporter considered anger, anxiety, back pain, bacterial vaginosis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, lymph node pain, memory impairment, menorrhagia, migraine, musculoskeletal pain, nausea, pain in extremity, pelvic infection, pelvic pain, premenstrual syndrome, systemic lupus erythematosus, vaginal discharge, vaginal haemorrhage and vitamin d deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: my left coil was broke. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal discharge. Lot number: b02269 manufacture date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage separation of coils/ my left coil was broke') and pelvic infection ('infection (other) ¿ pelvic') in a 32-year-old female patient who had essure (batch no: b02269) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperemesis. Previously administered products included for contraception: paragard from 2011 to 2013 and mirena from 2008 to 2010. Concurrent conditions included gerd, nausea, lower abdominal pain, vaginal odor, vulvovaginitis, vaginal irritation and vaginal itching. Concomitant products included colecalciferol (vitamin d) and ondansetron (zofran). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2017, the patient experienced anxiety ("hormonal changes - anxiety") and anger ("aoger"). On (B)(6) 2017, the patient experienced bacterial vaginosis ("bacterial infection/bv"). On (B)(6) 2018, the patient experienced systemic lupus erythematosus ("autoimmune disorder - ana suggested lupus"). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6)2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 5 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure ¿ uterine body"), premenstrual syndrome ("pms hormones were insane"), back pain ("lower back pain"), pain in extremity ("leg pain/ arm pain"), lymph node pain ("pain from swollen lymphnodes"), musculoskeletal pain ("right shoulder pain"), vitamin d deficiency ("vitamin d deficiency"), the first episode of feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), abdominal pain ("abdominal pain"), headache ("headache"), metrorrhagia ("metrorrhagia"), breast pain ("my boobs are so sore, swollen"), breast swelling ("my boobs are so sore, swollen"), erythema ("even getting red blotchy spots."), myalgia ("my muscle hurting so much"), dementia ("feeling like I have dementia"), abdominal distension ("I still feel bloated"), dyspepsia ("my heartburn/ indigestion has went away"), insomnia ("insomnia") and the second episode of feeling abnormal ("my brain is in a fog") and was found to have weight increased ("weight increased"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device expulsion, anxiety, premenstrual syndrome, anger, vaginal haemorrhage, menorrhagia, systemic lupus erythematosus, vaginal discharge, bacterial vaginosis, metrorrhagia, breast pain, breast swelling, erythema, myalgia, dementia, abdominal distension and the last episode of feeling abnormal outcome was unknown, the pelvic infection, migraine, nausea, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, back pain, lymph node pain, musculoskeletal pain, vitamin d deficiency, memory impairment, abdominal pain, headache, dyspepsia and insomnia had resolved and the pain in extremity and weight increased was resolving. The reporter considered abdominal distension, abdominal pain, anger, anxiety, back pain, bacterial vaginosis, breast pain, breast swelling, dementia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, erythema, fatigue, headache, insomnia, lymph node pain, memory impairment, menorrhagia, metrorrhagia, migraine, musculoskeletal pain, myalgia, nausea, pain in extremity, pelvic infection, pelvic pain, premenstrual syndrome, systemic lupus erythematosus, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, weight increased, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram: on an unknown date: my left coil was broke. Hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal discharge. Lot number: b02269, manufacture date: 2013-02, expiration date: 2016-02. Concerning the injuries reported in this case, the following ones were described in social media: breast pain, breast swelling, erythema, myalgia, dementia , abdominal distension, weight increased, heartburn, insomnia, feeling abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: social media received: new events- breast pain, breast swelling, erythema, myalgia, dementia , abdominal distension, weight increased, heartburn, insomnia, feeling abnormal were added. Event outcomes were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage separation of coils/ my left coil was broke') and pelvic infection ('infection (other) ¿ pelvic') in a 32-year-old female patient who had essure (batch no. B02269) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperemesis. Previously administered products included for contraception: paragard from 2011 to 2013 and mirena from 2008 to 2010. Concurrent conditions included gerd, nausea, lower abdominal pain, vaginal odor, vulvovaginitis, vaginal irritation and vaginal itching. Concomitant products included colecalciferol (vitamin d) and ondansetron (zofran). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2017, the patient experienced anxiety ("hormonal changes - anxiety") and anger ("anger"). In (B)(6) 2017, the patient experienced bacterial vaginosis ("bacterial infection/bv"). In (B)(6) 2018, the patient experienced systemic lupus erythematosus ("autoimmune disorder - ana suggested lupus"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 5 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure ¿ uterine body"), premenstrual syndrome ("pms hormones were insane"), back pain ("lower back pain"), pain in extremity ("leg pain/ arm pain"), lymph node pain ("pain from swollen lymphnodes"), musculoskeletal pain ("right shoulder pain"), vitamin d deficiency ("vitamin d deficiency"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), abdominal pain ("abdominal pain"), headache ("headache") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device expulsion, anxiety, premenstrual syndrome, anger, vaginal haemorrhage, menorrhagia, systemic lupus erythematosus, vaginal discharge, bacterial vaginosis and metrorrhagia outcome was unknown, the pelvic infection, migraine, nausea, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, back pain, lymph node pain, musculoskeletal pain, vitamin d deficiency, feeling abnormal, memory impairment, abdominal pain and headache had resolved and the pain in extremity was resolving. The reporter considered abdominal pain, anger, anxiety, back pain, bacterial vaginosis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, lymph node pain, memory impairment, menorrhagia, metrorrhagia, migraine, musculoskeletal pain, nausea, pain in extremity, pelvic infection, pelvic pain, premenstrual syndrome, systemic lupus erythematosus, vaginal discharge, vaginal haemorrhage and vitamin d deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: my left coil was broke. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal discharge. Lot number: b02269 manufacture date: 2013-02, expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Event abdominal pain, metrorrhagia & headache were added. Event outcome for dyspareunia, pelvic pain, back pain, fatigue, anxiety, migraine & pelvic infection were updated. Product, patient & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.